Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, upon the first time the surgeon took control of the maryland bipolar forceps instrument, the jaws were not acting right. After flexing the wrist, the broken, frayed cord was exposed. The instrument was removed and replaced with a new one. The lives were checked, and it showed that this was the first use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws just were not moving in the same way as the surgeon¿s motions. This was as soon as the instrument was introduced, and the surgeon took control of it. Issue occurred on first life (new instrument). The site immediately noticed the broken cable that was exposed, so they replaced it without really experimenting with what all ways it would or would not move.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was found to have a broken grip cable at the distal end.